Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +8.50 diopter, into the patient's left eye (os) on (B)(6) 2017. The surgeon reports significant reduction of irido-corneal angles (ica) and excessive vault. The lens remains implanted.

Manufacturer narrative:
Additional data: additional information was received. The reporter indicates that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +8.50 diopter, into the patient's left eye (os) on (B)(6) 2017. The surgeon reports significant reduction of irido-corneal angles (ica) and excessive vault. Lens was exchanged for a shorter lens on (B)(6) 2018. Reporter indicates that exchange resolved problem. (B)(4). Claim# (B)(4).